Event description:
It was reported that during a roux en y procedure, the device was leaking when a 5mm small instrument was inserted into the sleeve. Another insufflation machine had to be brought into the room to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported when the doctor was inserting the screw into the bone, the screw broke and a portion of the screw remains in the patient. There were no issues with the other screws that were implanted.